Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the snare was not applying electrocautery evenly. The erbe representative checked the settings and connection of the device as well as ensured that the active cord was stable. Reportedly, there was no visible damage to the active cord and it was securely attached to the snare. Additionally, it was noted that there was no evidence of the tissue turning white. The doctor was not able to sufficiently cut through the polyp. The procedure was reported to be completed with another sensation snare. There were no patient complications reported as a result of this event.